Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient felt shocks from external electronic equipment while the device was implanted. The icm remains in use. No further patient complications have been reported as a result of this event.